Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 8:25am at the end-user's home. Caller stated they found the end-user unresponsive and they fell out of bed. The caller stated that she tested the end-user's blood glucose and received a result of 72mg/dl. She then called ems who arrived within 5 mins. Ems tested the end-users blood glucose with their meter and received a result of 34mg/dl. Ems did not test with the end-users prodigy meter. The end-user was given an IV with a glucose solution. He was not transported to the hospital. The end-users blood glucose was 172mg/dl when the ems left his home. The end-user is on a sliding scale for his insulin and it is as follows: fiasp insulin flex pen 111-161mg/dl 1 unit, 162- 192mg/dl 2units, 193-223mg/dl 3 units, 234-274mg/dl 4 units, 274-315mg/dl 5 units, 316-356mg/dl 6units, 357-397mg/dl 7 units, 398- 438mg/dl 8 units, 439-479mg/dl 9 units, over that 10 units call ems. No additional information was provided.